Event description:
The user of a bi-level positive airway pressure (bipap) and heated humidifier system reported to the manufacturer that the power cord of the system had caught on fire. The pt reported that an invacare platinum oxygen concentrator was also in use at the time of the incident. The manufacturer has requested the return of the devices and power cord for investigation. A follow-up report will be filed once the manufacturer's investigation is complete.